Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the stylet still inserted in lead. Stylet could be removed from lead, and it was visible damaged/ its tip was misshaped and stylet was kinked at distance 2.5 cm and 35.5 cm. Stylet insertion test was performed using stylet sample in the rpa lab, and the stylet passed through the coil lumen without obstruction. There is nothing wrong with the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the physician indicated that the "stylet does not reach the distal end of the cable." The lead was not use and another lead was successfully implanted. No patient complications have been reported as a result of this event.